Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
It was reported that during the anterior cruciate ligament surgery ((B)(6) 2018), when putting the ankle of the milagro interference 7*23 in the femoral part using the indicated screwdriver for the procedure, it was evident that it was not having a good attachment, so the specialist decided to pass a material of 8.5 to enlarge the channel. A new attempt to pass the screw was made, but it still did not attach. The process was repeated twice again, then the screw entered correctly in the channel, but when extracting the screwdriver, it was evident that half of the screw was in the screwdriver. The specialist decided to leave the part of the screw that remained in the femoral canal because it presented a good attachment. There were no patient consequences.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Event description:
Additional information received from affiliate on 24april2018: the breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. The specialist says that the half of the screw is left in the tunnel (bone canal), it was making a good grip. Alternative devices were not readily available. It was noted the patient was young with good bone quality. No surgical intervention is planned. There was no reported impacted to the patient. The implant broke in the distal third of the screw. The insertion was not off axis. The same bone hole was used to complete the procedure; there was no need to make another hole in the bone. It was noted the tunnel size was eight (8) millimeters. The tunnel was prepared with the 8mm profile bass drill of the anterior cruciate ligament instruments. The graft size is unknown. Trialing was performed. Most of the screw was inside of the patient; it was performing the graft fixation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded by the customer or multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4)-incomplete. The expiration date is not currently available.

Event description:
It was reported that during the anterior cruciate ligament surgery ((B)(6) 2018), when putting the ankle of the milagro interference 7*23 in the femoral part using the indicated screwdriver for the procedure, it was evident that it was not having a good attachment, so the specialist decided to pass a material of 8.5 to enlarge the channel. A new attempt to pass the screw was made, but it still did not attach. The process was repeated twice again, then the screw entered correctly in the channel, but when extracting the screwdriver, it was evident that half of the screw was in the screwdriver. The specialist decided to leave the part of the screw that remained in the femoral canal because it presented a good attachment. There were no patient consequences. The following information was obtained from the sales rep on 3-27-2018: there were no delays in the surgery. Half of the screw is left in the tunnel (bone canal), it was making a good grip. Alternatives were not readily available. It was a young patient with good bone quality. No patient impact since the procedure could be performed and the specialist did not report that this will cause any impact (injury) for the patient. The implant broke in the distal third of the screw. The patient had good bone quality, hence, no anatomy factors which might have affected the breakage. The insertion was not off-axis. There was no need to make another hole in the bone. The tunnel size was 8mm. It was prepared with the 8mm profile bass drill of the anterior cruciate ligament instruments. Trailing was performed. Most of the screw was inside of the patient, it was performing the graft fixation. Device will be returned.